Event description:
An attempt was made to use one zinger guidewire and one attain lead during a procedure. The zinger guidewire was being used to support lead placement. It was reported that when trying to advance the guidewire inside the lead to reach the target position in the vessel, the guidewire stretched inside the lead body, and became deformed at the distal tip. It was not possible to pull the guidewire back inside the lead, and the guidewire continued to stretch. The guidewire was entrapped in the lead, and both devices had to be removed together. The lead was not implanted, and a new lead was opened to complete the procedure. There were no patient symptoms or complications associated with this event. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the zinger device was inspected post removal from the packaging with no issues noted before usage and during preparation (flushing). A subclavian approach was used. There was no resistance in advancing the guidewire and the lead. Excessive force was not used. When an attempt was made to try to pull the guidewire back inside the lead body resistance was encountered. The zinger guidewire had stretched coils after removal. There was no coil separation. The issue occurred on the first attempt of positioning the lead inside a vessel. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Correction: annex c code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the full guidewire was returned in segments, analyzed. The guidewire was deformed. The guidewire was broke in two piece. The distal section was entrapped in the lead because the guidewire wire was kinked and unraveled in the lead. Visual analysis indicated that the guidewire was damaged during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.